Manufacturer narrative:
(B)(6) lead implanted: (B)(6) 2021; 4298 lead implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial electrical reset. The device remains in use. No patient complications have been reported as a result of this event.